Manufacturer narrative:
(B)(4): use after damage and against resistance. The device was returned for analysis. The stent damage, kink, and shaft separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Additionally, the inspection prior to use section states: do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification, a balance middleweight universal ii guide wire was advanced and pre-dilatation was performed with a non-abbott balloon catheter. A 2.5x23 mm rx xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the heavy calcification. Several attempts were made to cross the lesion, force was applied against resistance and the proximal shaft of the sds became bent continuously and then separated outside of the patient anatomy. The sds was withdrawn from the patient anatomy without any issue and the distal part of the stent was slightly flared due to the calcified lesion as well. A new same sized rx xience prime sds was used to complete the procedure. Intravascular ultrasound was performed and there was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.